Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma¿ tear trough and developed "large edemas and granulomas in tear trough and glabellea" several months after injection. Symptoms are ongoing. No diagnostic testing provided to confirm presence of granuloma.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: a.3., b.2., b.3., b.5., section c. Suspect product, d.1., d.4., d.6a., h.4., h.6., h.8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information received noting patient was injected with 2 sets of 0.5mls in the cheekbones. It was also reported that the oedemas were also at the "glasses area¿ and at distance (face, forehead). Treatment information is noted as solupred 10mg, antihistamine, and augmentin.